Manufacturer narrative:
Device received with minor scratches on lcd display window noted. Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted. No rewind anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the lots of scratches on the display screen. The customer¿s blood glucose level was unknown. Customer was cannot read it due to the scratches as well as also makes a strange noise when rewinding the piston and seemingly taking longer to rewind. Customer stated that change battery once a week and new batteries was sometimes not accepted by insulin pump. The insulin pump will not be returned for analysis.